Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported " leaking solo PICC catheter" additional information received 02/17/2020 - "rec'd call on (B)(6) from rn stating it was again difficult to flush and appears kinked. Upon inspection, the line was out 1 cm as it should be but dressing was to the side and it did appear kinked. Recommended to change dressing and place line straight down patient's arm. She did this and it worked well until later that evening. Cathflo (x2) was used in an attempt to get it to flush. It must have worked a little because they used it until (B)(6) when they tried cathflo again (x3). Rec'd call today to come and evaluate it again due to inability to flush it. Upon inspection, line was noted to be out of skin approx 6 cm with an obvious kink in the line near insertion site. Unable to flush any of the three lines. Obtained order for an exchange over wire to be done. This was completed and new line working great. Obvious kink spots x2 on old PICC."